Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost effective stimulation in her left arm three days after the implant procedure. The patient underwent a CT scan and x-ray imaging which revealed the lead had migrated. The patient also reportedly experiences muscle spasms in her right arm, with stimulation on or off. On (B)(6) 2016, the lead was explanted and replaced which resolved the issue.